Event description:
Philips received a complaint by the customer on the v60 indicating that the unit turned on and off by itself. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the ventilator turns on and off by itself. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available. H11: correction of initial submission coding.